Event description:
The customer reported that she removed the reservoir from her insulin pump and it was all wet inside the reservoir compartment, she could see liquid on the piston. The blood glucose reading was 507mg/dl, and the customer treated with a manual injection of 15 units while on the call. The customer also stated that insulin leaked past the o-rings. No further information was provided.

Manufacturer narrative:
Inspected one opened or used reservoir. Performed leak test and reservoir passed per specifications. No leakage anomaly was observed during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoir connected and locked into place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.